Manufacturer narrative:
Reported events of premature separation, stretched (helix), docking issue, break were not confirmed. Visual inspection noted helix was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a right ventricular (rv) leadless pacemaker (lp) implant procedure on (B)(6) 2025. During the procedure, it was noted that the rvlp prematurely separated from the delivery catheter and dropped into the right atrium. The rvlp was retrieved afterwards, and the helix seemed to be stretched at once and a docking cap damage was suspected. When attempting tether mode with the same rvlp with the same delivery catheter during second placement, it was noted that the tether had broken, making re-docking impossible. The device was ultimately unfixed from the implant site, retrieved, and a replacement lp near at hand was implanted instead with a replacement delivery catheter. Patient condition was stable.